Manufacturer narrative:
Visual inspection of the returned versys femoral head shows dark debris on the head taper. It has also been noted that there are some wear marks on the surface of the head. The returned versys stem has dark debris on the stem neck taper. Dimensions of the head and the stem were found conforming to print specifications where measured. The returned liner has a platinum colored coating. It has also been noted that there is pitting on the articular surface indicative of third body wear and also the liner has gouges and cuts. Dimensional analysis cannot be performed due to the condition of the liner. Review of the device history records did not find any deviations or anomalies. Scanning electron microscope images confirm the presence of dark debris on the head taper and shows base metal and cu-dispersive x-ray spectroscopy analysis of the dark debris on the head taper indicated the elements c, o, mg, si, p, ca, cr, mn, co, and mo. This has been a common element breakdown of the black debris found in hip femoral corrosion events. These devices are used for treatment. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other devices used: the following are manufactured by zimmer inc. (B)(4): catalog #00630505036, trilogy longevity crosslinked poly liner, lot #62217089; catalog #65766201300, versys fiber metal taper stem, lot #62547717; catalog #00620205020, tm acetabular shell with multi holes, lot #62573275. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to osteolysis. During surgery, foreign matter was found in the fitting of the head and liner.